Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), device dislocation ('migration of essure device location of device: left and right adnexal regions'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 852006) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss"), uterine pain ("uterine pain"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, tooth disorder, dyspareunia, fatigue, weight increased, alopecia, uterine pain, bladder disorder and urinary tract disorder outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, tooth disorder, urinary tract disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received: case become incident injury nos replaced with new events. Lot number added. Events:ablation, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migration of essure device location of device: left and right adnexal regions, dental problems, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), pain, perforation (fallopian tubes), fatigue, weight gain, hair loss, uterine pain, abdominal pain were added. Reporters, patient demographics, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), device dislocation ('migration of essure device location of device: left and right adnexal regions'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 852006) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss"), uterine pain ("uterine pain"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, tooth disorder, dyspareunia, fatigue, weight increased, alopecia, uterine pain, bladder disorder and urinary tract disorder outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, tooth disorder, urinary tract disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.